Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:results:visual inspection of the returned lens show the lens was split into two piees and there was a reddish residue on the lens. (B)(4).

Event description:
The surgeon inserted the aq2010v silicone three piece lens and removed it due to loss of integrity of the chamber. This is the second lens inserted and removed from this patient (see MFR# 2023826-2011-01036). They had trouble dilating the eye, but uncertain if whether or not this caused the event.

Manufacturer narrative:
Method 86: medical review. Result: no adverse event associated with this product. Difficulty in dilation as well as a loss of chamber are events encountered during surgery which do not cause any serious injury. (B)(4).